Manufacturer narrative:
Product event summary: batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. Analysis of the batteries revealed that they met specifications; the devices passed visual examination and functional testing. Log file analysis revealed instances of premature power switching events. The reported event of critical battery alarm was not confirmed. The most likely root cause of the premature battery switching can be attributed to communication errors between the controller and batteries. This is considered an incidental finding not related to the reported event. A root cause for the reported critical battery alarms cannot be established; the reported event was not confirmed. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: battery (B)(4) expiration date: 2015-08-31, UDI#: n/a, mfg date: 2014-08-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced a critical battery alarm on two batteries. These two batteries were replaced. No patient complications have been reported as a result of this event.